Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. Inspection of the formed needle tip found it to be squared-off. The inadequate needle tip is confirmed as the root cause of the reported infusion site irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose above 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours on their hip/buttocks. After realization of high bgs, the patient realized that the pink slide insert did not move forward, indicating that there was a needle mechanism failure. Additionally, it was reported that the infusion site was "a bit red."